Event description:
It was reported that a patient with a preloaded toric monofocal intraocular lens (iol) had a refractive lens exchange (rle) in 2016 in venezuela. The lens was explanted from the patient's operative eye due to waxy vision, and debilitating halos and glare. There was no vitrectomy, incision enlargement, or sutures required. The patient outcome was reported as unknown. The iol is not available for return. Through additional information received, it was learned that the serial number originally provided (B)(6) is in fact the newly implanted lens. The serial number of the explanted lens is unknown as the procedure was done in another country, therefore, the model number and serial number of the original lens are not available. The patient is doing fine post-operatively. There was no patient injury. There was no surgical or medical intervention outside the standard of care. The explanted lens is not available. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d1: brand name: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided unknown. Only provided year, 2016. Section e1: telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.